Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: while the user was handling the device, physical stress was applied to insertion section which led to damage of ccd-unit. Subsequently, the suggested event occurred. We could not specify root cause of the suggested event. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope image went black during angulation. It is unknown if the device was used on a procedure of how the issues were found. There were no reports of patient harm.